Event description:
It was reported that there is noise on the ventricular lead, causing non-physiologic intervals in the ventricular high rate (vhr) stored diagnostics, and ventricular safety pacing. The clinician also reported possible duplication of the atrial and ventricular electrogram signal when viewing dual electrograms.

Event description:
It was reported that there is noise on the ventricular lead, causing non-physiologic intervals in the ventricular high rate (vhr) stored diagnostics, and ventricular safety pacing. It was further reported that noise was seen on the electrocardiogram from the ventricular lead that was reproducable with isometrics and pocket manipulation. The device continues to be in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there is noise on the ventricular lead, causing non-physiologic intervals in the ventricular high rate (vhr) stored diagnostics, and ventricular safety pacing. The clinician also reported possible duplication of the atrial and ventricular electrogram signal when viewing dual electrograms. It was also reported that noise was seen on the electrocardiogram from the ventricular lead that was reproducible with isometrics and pocket manipulation. It was further reported that there were changes to the sensing settings, oversensing, and a slight drop in impedance. The device continues to be in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.